Manufacturer narrative:
The reported event of lead migration cannot be confirmed with product testing alone. As received, the lead passed all electrical testing. No root cause was identified for the reported event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient¿s lead had migrated. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored after surgery.